Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following implant, the patient was unable to be on anticoagulant medication and was prescribed only an antiplatelet medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years and 9 months following the implant of this transcatheter bioprosthetic valve, the patient was being evaluated for a transcatheter valve replacement due to aortic stenosis. No treatment was provided. No adverse patient effects were reported. Additional information was received that the valve was explanted due to stenosis from calcium and leaflet thrombosis approximately four years and one month after implant. A new surgical aortic valve was implanted.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a specimen jar submerged in a very cloudy and dark solution. All leaflets appear to be in a partially closed position with gap at the point of coaptation. Leaflets had limited mobility. Restricted leaflet mobility appears to be associated with the visible calcification on all leaflets. All leaflets were tan. Calcification nodules were observed on the superior coaptive junctions of leaflets 1 and 2. Calcification nodules were observed on the superior coaptive junctions (scj) of leaflets 2 and 3 and outflow of both leaflets. Calcification nodules were noted on the superior coaptive junctions of leaflets 3 and 1 and outflow of both leaflets. A split was observed on the free margin of leaflet 3 near the point of coaptation. Splits were also observed on the l2-l3 superior coaptive junction. Extensive calcification was noted on the inflow and inferior coaptive areas of all leaflets. Commissure 3-1 was thinly encapsulated by tan pannus; appeared intact. Commissure 1-2 was encapsulated by a layer of off-white pannus; unable to assess condition due to pannus overgrowth. Commissure 2-3 was encapsulated by off-white pannus; appeared intact. There were no damages noted on the frame. Thick, off-white pannus lined the inflow, extending into the inner lumen. Remnants of off-white pannus remained attached to the outflow frame extending to the commissures, to the outflow margin of attachments of all leaflets covering 1 to 3 mm onto each leaflet. Radiography revealed calcification on inflow and outflow of all leaflets and no evidence of frame fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years and 9 months following the implant of this transcatheter bioprosthetic valve, the patient was being evaluated for a transcatheter valve replacement due to aortic stenosis. No treatment was provided. No adverse patient effects were reported.